Manufacturer narrative:
Combination product: yes. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between february 20, 2025 and june 09, 2025 recorded the pacing impedance around 1000 ohms and a sudden increase to 2000 ohms at the end of the recording period. The shock impedance showed stable values around 60 ohms and a slight decrease to around 50 ohms at the end of the recording period. The analysis of the provided iegm episode no. 131 revealed artifacts on the rv channel, which led to the reported oversensing as well as inappropriate shock delivery. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Manufacturer narrative:
Combination product: yes.

Event description:
Patient received multiple shocks, possibly due to noise. Pacing impedance and v rate have both spiked acutely, and lead noise was reproducible. On (B)(6) 2025, the pace sense pin was capped. The scv and rvc shock pins remain connected to the device. Should additional information become available, this file will be updated.